Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 83% stenosed lesion being treated was located in the moderately tortuous, severely calcified left anterior descending artery (lad). The lesion was predilated with a 3.0mm non-bsc balloon. The physician advanced the 5.0x12mm liberte stent to the lesion. After positioning the stent it became dislodged. The stent was removed using a balloon with no damage to the vessel. The procedure was completed using another 5.0x12mm liberte stent. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - received for analysis was the detached stent in a snare. The delivery device was not received for analysis. An examination of the stent found that the stent was completely bunched and the struts were flattened and misaligned. This type of damage to the stent most likely occurred during the retrieval of the stent from the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Describe event or problem - the severely tortous lesion was originally reported to be located in the left anterior descending artery. This is being corected to the moderately tourtous left main lesion. The stent was reported to have been removed with a balloon which I being corrected to removed with a snare. (B)(4).

Event description:
It was further reported that the 5.0x12mm, concentric lesion being treated was located in the moderately tortuous left main (lm). The stent was removed using a snare.

Event description:
It was further reported that the 5.0x12mm, concentric lesion being treated was located in the moderately tortuous left main (lm). The stent was removed using a snare.